Manufacturer narrative:
The damage noted was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving a shock. It was noted that suspected lead noise on the rv lead leading to a vf diagnosis. Loss of capture and lead dislodgment were observed. The lead was explanted and replaced. Patient is doing well.